Event description:
It was reported that the 9600 system had sparks from the power cord at the outlet. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The surge suppressor was reseated during the service call. The system was tested and found to be working as intended and put back into service.